Manufacturer narrative:
The customer informed stryker that no further patient information is available. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off during use and this has occurred during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.